Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of heart block could not be conclusively determined.

Event description:
During the procedure, when the viewflex ice catheter was inserted in the right ventricle, the physician bumped the right bundle with the catheter and caused heart block.